Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event: [name] hospital. This is a complaint from the market. Administrative no.(B)(4). Report from the sales rep: the support wire on one side passing through the pouch broke while it was inserted into the abdominal cavity and extruded to deploy the pouch. The fragment was recovered from out of the body cavity. The case was completed without the new one. Initial investigation report: the event unit was returned to us and visually inspected. The support wire was found to be detached from the device (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 package, 1 introducer, 1 support wire. Patient status: no patient injury. Type of intervention the case was completed without the new one.

Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event: [name] hospital. This is a complaint from the market. Administrative no.(B)(6). Please refer to the complaint sheet for investigation. Report from the sales rep. The support wire on one side passing through the pouch broke while it was inserted into the abdominal cavity and extruded to deploy the pouch. The fragment was recovered from out of the body cavity. The case was completed without the new one. Initial investigation report: the event unit was returned to us and visually inspected. The support wire was found to be detached from the device (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(6). Products available for return: 1 package, 1 introducer, 1 support wire. Patient status: no patient injury. Type of intervention: the case was completed without the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the specimen bag. Visual inspection confirmed the complainant¿s experience as one support returned detached from the event unit. Based on the condition of the returned unit, it is likely that the reported event was caused by a missing bend at the end of the prong. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.